Event description:
During a stenting procedure, the liberte' monorail stent dislodged from the delivery device. The lesion was located in the renal artery. It is noted that this is an off label use. While in the renal artery, the liberte monorail stent dislodged in the internal iliac artery. The physician consulted with another physician, and decided to leave the undeployed stent in the iliac artery. Pt status is listed as "fine".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no direct product analysis could be performed, because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.